Event description:
Thermal burn to left cornea due to insufficient cooling of phacoemulsification handpiece. Once the corneal burn was identified and the tip removed, it was noted that although there was irrigation coming from the tip in the first foot pedal position the amount of flow was very low, and in examining the tubing system, it was found that the tubing was crimped at the site of its attachment to the mayo stand drape with a hemostat. Once this hemostat was readjusted and applied properly, there was excellent flow through the phacoemulsification handpiece.